Manufacturer narrative:
E1: patient country: united states.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced and adhesive event with an infusion set which fell off during use. The infusion set was in use for 48 hours. No further information available.